Event description:
It was report that the cc4204a single piece collamer lens got stuck in the cartridge as it was advancing. There was no patient contact. Additional information has requested but not yet received. If additional information is obtained, a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4). Evaluation, - lens work order search. Results: visual inspection of the returned lens showed a tear across one haptic and a piece of the other haptic was torn off and missing. A parent/child lens work order search revealed there were no similar complaints found. Conclusion: based on the complaint history, lens work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).